Event description:
The customer's mother reported via phone call that the customer was experiencing calibration errors and sensor errors. Blood glucose level at the time of the incident was 50 mg/dl, due to physical activity. The sensor will not be replaced and the caller will not return it for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.